Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 71-year-old male patient underwent a procedure with additional tevar (thoracic endovascular aortic repair). Patient has previously gone through operation with total arch replacement (tar), y-graft replacement, and frozen elephant trunk (fet). Devices involved: zta-pt-34-30-161-w1 and zta-p-38-167-w1 (complaint device) - both approached from the right femoral artery to the descending aorta. The plan was to deploy zta-pt first, with zta-p overlapping on top of it. When delivering zta-pt using lunderquist, it got caught in the s-curve at the diaphragm level and could not be delivered, so the through and through guidewire was reassembled and zta-pt was delivered, and the stent graft was placed successfully. Next, zta-p was delivered using through and through guidewire technique, however the level gap between the dilator tip and the sheath of the delivery system got caught on the endo-skeletal part of the proximal 1st stent of the zta-pt, and also the level gap between the dilator tip and the wire guide got caught in the fet's endoskeleton, making the delivery impossible. The physician thought that he might be able to change the point where it could get caught by assembling a through and through guidewire contralaterally, so he tried to deliver the zta-p using the through and through guidewire contralaterally and the lunderquist ipsilaterally, however he could not advance zta-p to the target site. When the tip of the delivery system was checked, it had been deformed. The physician decided that there was nothing more he could do, gave up on placing zta-p. Approximately 40 mm of zta-pt had overlapped the fet, the physician carefully performed touch-ups with tri-lobe balloon. A small amount of endoleak (type 1a) was confirmed in the final angiography, but after a final touch-up, the endoleak flow had decreased considerably. The patient has been put under observation. The complete zta-p has been returned and evaluated. The device evaluation found that the proximal end of the dilator tip was severely deformed with a few kinks. These damages may have occurred during challenging introduction of the device over the lunderquist guidewire through reported tortuous anatomy and because of the device got caught in the previously implanted zta and fet (frozen elephant trunk) as reported. Review of the device history record found no non-conformances and therefore no indication that the device was produced outside of specification. Based on the provided information and device evaluation it has not been possible to determine an exact cause of the inability of the zta device to pass the previously implanted device. However, the described tortuous anatomy in combination with the artificial vessel, seems to have caused the reported event. The use of the device is categorized as off-label as per the IFU because the safety and effectiveness has not been tested in patients with previous repair in descending aorta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient anatomy before surgery and at the time of failure (acces route): the access route vessel diameter after y-graft replacement was f7.5mm. There was a s-curve (tortuosity) at diaphragm level. Devices involved: zta-pt-34-30-161-w1 (lot e4529292) - approached from the right femoral artery to the descending aorta. Zta-p-38-167-w1 (lot e4398260) - approached from the right femoral artery to the descending aorta. This was a case of additional tevar after tar+fet (tar: j-graft f28mm / eft: f33mm). The plan was to deploy zta-pt-34-30-161-w1 first, with zta-p-38-167-w1 overlapping on top of it. When delivering zta-pt-34-30-161-w1 using lunderquist, it got caught in the s-curve at the diaphragm level and could not be delivered, so the through and through guidewire was reassembled and zta-pt-34-30-161-w1 was delivered, and the stent graft was placed successfully. Next, zta-p-38-167-w1 was delivered using through and through guidewire technique, however the level gap between the dilator tip and the sheath of the delivery system got caught on the endoskeletal part of the proximal 1st stent of the zta-pt-34-30-161-w1, and also the level gap between the dilator tip and the wire guide got caught in the fet's endoskeleton, making the delivery impossible. The physician thought that he might be able to change the point where it could get caught by assembling a through and through guidewire contralaterally, so he tried to deliver the zta-p-38-167-w1 using the through and through guidewire contralaterally and the lunderquist ipsilaterally, however he could not advance zta-p-38-167-w1 to the target site. When the tip of the delivery system was checked, it had been crushed. The physician decided that there was nothing more he could do, gave up on placing zta-p-38-167-w1. As the 1.5 to 2 stents (approximately 40 mm) of zta-pt-34-30-161-w1 had overlapped the fet, the physician carefully performed touch-ups with tri-lobe. A small amount of endoleak (type 1a) was confirmed in the final angiography, but the procedure was completed after another touch-up was performed. (After the final touch-up, the endoleak flow had not completely disappeared but had decreased considerably.) The patient has been put under observation. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.